Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. The philips field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the o2 was set to 80% the unit read 90%. The device passed extended self testing; however, the alarm remained active. The fse replaced the external oxygen sensor and the issue was resolved.

Event description:
It was reported that a high oxygen alarm occurred while device was in "normal mode". There was no patient involvement. The event date was not specified; estimate used.